Event description:
A clinical case report was described in a published article detailing an event that occurred in a patient who was diagnosed with kummell's disease, severe osteoporosis and a benign osteoporotic fracture with avascular necrosis. The patient underwent a kyphoplasty procedure at t12. Two months after the procedure, the patient complained of progressive, severe back pain. CT scans revealed a breakdown of the anterior cortex and anterior displacement of bone cement. The article states that this is a rare complication. The patient status is unknown.

Manufacturer narrative:
Report source. Delayed bone cement displacement following balloon kyphoplasty. Hee sun wang, md, hyeun sung kim, md, chang ii ju, md, seok won kim, md. Other - routine literature search.